Event description:
Procedure: laparscopic appendectomy. When the port was inserted, the locking flange did not deploy completely. The surgeon opted to use the device, however the port slipped out of the abdomen three times during the procedure. The surgeon re-inserted the same port each time. The procedure was completed. The pt returned to the operating room 24 hours later for a laparotomy related to signs of bleeding: low bp, decreased hematocrit. The surgeon reported 2l of blood free blood in the abdomen and a branch of the epigastric vessel severed. Repair completed. Pt was transferred to another facility for intensive care monitoring. Pt discharged from intensive care.